Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: type of investigation was added: 4119. H6: investigation findings was added: 3221. H6: investigation conclusions was added: 4310. The reported device was no received for evaluation. The reported condition of a fractured screw was not confirmed. Visual inspection and functional testing to recreate the reported event could not be performed as the device was not returned. DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number available.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Customer reported that a screw fractured in the patients mouth. Tooth site 3.